Event description:
The device was returned for a linux core crash causing a frozen screen. When powered on, the battery charge icon was flashing normally but the screen would not accept touch input commands. The device was opened and it was found the touch input cable was knocked loose. As the latch for this connection was still closed, the cable was most probably knocked loose by a large impact as there is other damage found consistent with a large impact. The wifi antenna held by rtv was loose and the front housing has multiple damaged screw mounts. The pneumatic plate was also cracked. Additionally, it was found after screen functionality was restored that the loading pins were excessively dragging as well as the fva pins. Upon inspection, it was found the loading pins were contaminated and the metal pitted. The fva pins were also contaminated and pitted. Both upper loading pins and their lip seals are to be replaced as well as all fva pins and their lip seals.

Event description:
The following has been reported: biomed reported: problem: pump problem: frozen screen no active infusion has been stopped and no patient harm reported. Pump has been cleaned and inspected thoroughly. A preliminary review identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.